Manufacturer narrative:
A monthly system maintenance was performed and the cause for the elevated ft4 result when compared to an alternate ft4 test method is unknown. There was one observed reagent probe 1 volume check error failure observed in the error log on (B)(4) 2012, however, a sample result would not have been reported by the instrument. The quality control result were observed to be normal, and there were no changes to the assay calibration. Siemens has requested further information on previous sample results, medications and the condition of the patient. No conclusion can be drawn. The instrument is performing within specifications. No further action will be taken unless relevant information has been provided by the customer.

Event description:
An elevated advia centaur ft4 result was obtained on a patient sample and considered discordant when compared to an alternate test method. In (B)(6) 2012, the advia centaur ft4 result was elevated and the patient returned in (B)(6) for additional blood work and the ft4 result was still elevated. The customer repeated the ft4 test on an alternated test method and the test result was lower. There was no known report of adverse health consequences due to the elevated ft4 results.